Manufacturer narrative:
The explanted products will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker system presented to the hospital because the surgical suture had a bad reaction in the patient's skin and there was a risk of infection in the pocket. Therefore, the chronic system was explanted and a new system was implanted. No additional adverse patient effects were reported.